Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery longevity was short. It was reported that battery was only lasting 45 minutes and insulin pump continued to receive failed battery test alarm. Customer's blood glucose was 7 mmol/l. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Power graph analysis confirmed an abnormal loaded voltage at the power graph due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. Low battery alarms were noted in the formatted history, and long trace files. No unexpected failed battery test alarms, replace battery now alarms, or low battery alarms noted during testing. Pump was monitored for a day, no signs of device heating noted during testing. Pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.